Event description:
It was reported that when the dressing is applied it is not sticking to the patient. When trying to remove the backing at either end of the dressing, it comes off the patient.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. The complaint sample was received and assessed. The issue was the carrier could not be removed from the soft film. The retained sample was pasted onto the arm and the non-adhesive tab lifted at the end of the dressing to peel the carrier off the dressing. The carrier smoothly separated from the soft film. A review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. The results of the investigation have shown that the most probable cause was an incorrect knife temperature setting. This has now been adjusted and the in-process inspection method optimised for carrier peeling. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.